Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had receives excessive low battery alerts and failed battery alarms. Customer also stated that she has been experiencing low blood glucose; lowest level was 55 mg/dl. Customer stated that the battery is lasting less than a week. She does not use the senor feature, no excessive button pressing, no backlight frequently used and no daily rewinds or vibration. The drive support cap is recessed and the status screen showing the same amount of insulin as shown on the reservoir. Customer changed the battery six times and was getting a blank display. Current blood glucose value is 172 mg/dl. Nothing further reported.